Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 7.5; lab: 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B) (6) 2009, inratio meter = 7.5 inr, reference = 3.2 inr, mean = 5.35, confidence limits = unable to determine. The mean is >5.0 and the differences greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Visual inspection revealed contamination on heater plate deck - fail. Inratio results provided by the customer are registered on memory and are considered inaccurate in the context on the documented variability. Strip investigation was performed on strip lot 221728. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 221728 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Corrective action is not required at this time.